Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two instruments were found not to be working properly during the cleaning process by the sterile processing department. They noted that the hinged portion of the matrix simple persuader cracked and became stuck. And the persuader for 4.0mm rods had a handle that repeatedly got stuck due to a possible hinge misalignment. There was no patient involvement associated with this complaint. There was no report of a time delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the investigation shows that some of the movable parts are slightly rough-running. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information cannot determine the exact root cause. After this device was greased with some oil the movable parts were again fully functional. Based on this finding it was determined that insufficient lubrication after reprocessing caused the complained malfunction. No further investigation needed because the damage was caused post manufacturing. All movable parts should be lubricated after reprocessing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.